Manufacturer narrative:
Date of event: unknown. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes bd received samples. And photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes had "tube of bd vacutainer has the plunger distorted" no report of injury or medical intervention. No report of blood exposure to mucous membrane.